Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: no observed. Additional observations: red encapsulation observed on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: non penetrating nick observed. Crease flat observed.

Event description:
Healthcare professional reported left side intracapsular rupture. The device has been explanted and replaced with a non-allergan device.